Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found rough during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned a single guide wire for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a one kink towards the distal end of the body. The distal j-bend was intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 165 mm from the distal tip. The overall length of the guide wire measured 454 mm which is not within the specification of 678-688 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.79 mm which is not within the specification of 0.838-0.877 mm per guide wire product drawing. It is likely that either the customer returned the incorrect swg or reported the incorrect part number for this complaint since the guide wire dimensions do not match that of the 0.877 mm guide wire reported. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "using the two-piece arrow advancer, advance spring-wire guide through syringe into vein." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual analysis revealed one kink near the distal end of the body. The returned guide wire passed all relevant functional testing, and a device history record review did not identify any manufacturing related issues. However, the guide wire dimensions did not match the 683 mm length or 0.877 mm outer diameter reported. This indicates either the customer returned the incorrect swg or they reported the wrong product number. Without the correct swg returned, the root cause was unable to be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found rough during use on the patient. No patient harm reported. The patient's condition is reported as fine.